Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump thrombosis with thrombus in the impeller. Specific component(s) involved: pump drive unit malfunction. Additional text: impeller. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump valve. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.